Manufacturer narrative:
Results: the indigo system separator 8 (sep8) wire was stretched just distal to the bulb. Conclusions: evaluation of the returned device confirmed the wire was stretched just distal to the bulb. This damage typically occurs due to forceful retraction of the sep8 against resistance. Sep8 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism (pe) using an indigo system separator 8 (sep8). During the procedure, while being used to remove thrombus, the end wire of the sep8 became elongated. Therefore, the sep8 was removed and the procedure was successfully completed using a new sep8. There was no report of an adverse effect to the patient.